Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that on (B)(6) 2020 a recent case of aseptic granulomas had been identified possibly involving the hydrophilic coating of a vascular access sheath 4-5 days post-catheterization procedure. The lesions are benign and are slow in healing.